Manufacturer narrative:
All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted 3 months after implant due to the incorrect diopter power initially implanted. The lens has not yet been received for analysis. Prior to release, the lens met all manufacturing specifications.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, (B)(4). The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.